Manufacturer narrative:
Consumer has not returned unit.

Event description:
Consumer is alleging her humidifier bottom melted and filled the house with smoke. There was not a report of injury or property damage with this incident.